Manufacturer narrative:
An event of leaflet dislodgement during implantation was reported. The returned 21 mm regent valve leaflets were fully mobile with no resistance occurring during manual manipulation. The leaflets were seated within the orifice. Chipping was observed at the recessed pivot area of one of the leaflets. There was no evidence of material defect that may have caused or contributed to the observed damage. The cause of the reported event remains unknown; however, information from the field states the leaflets were seated within the orifice prior to returning.

Event description:
On (B)(6) 2018, a 21mm regent valve was implanted. During implant, one of the leaflets dislodged intact into the left ventricle. The device and entire dislodged leaflet were removed from the patient, and another 21mm regent valve ((B)(4)) was implanted. The procedure was extended by 45 minutes and the patient is reported to be stable.